Event description:
Pt reported obtaining elevated blood glucose results (198 - 212 mg/dl), while using the suspect device. Pt indicated that, based on elevated readings, pt's physician increased the dosage of her diabetic medication. No pt injury was reported. Pt stated that her blood glucose measured 209 mg/dl, on the suspect device, at 7:00 am. Pt reportedly had her blood glucose tested at her physician's office, 1 hour and 45 minutes later, and obtained a result of 107 mg/dl. Based on the value obtained on physician's meter, pt was advised to discontinue use of one of her oral diabetic medications. Pt noted that quality control testing had been performed on the system, prior to her physician's appt, and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.